Event description:
Reported due to infection. Technician successfully closed an arteriotomy site on the right groin following an interventional procedure with a proglide device in 2004. The pt was readmitted for a diagnostic procedure 2 days later and a second successful arteriotomy closure was performed on the right groin with a second proglide device. The pt was re-admitted the following month with complaints of right groin pain and they were diagnosed with a groin infection. The pt was treated with a surgical intervention including an incision and drainage and a vein patch. Intravenous and oral antibiotics were given. The pt was discharged the next day. Although requested, no additional information was provided.